Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing is affected since 3/4 months.

Event description:
The user's hearing performance with the device became gradually worse in the previous 3 or 4 months compared to before. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The user's hearing performance with the device became gradually worse in the last 3 or 4 months compared to before. The mother mentioned that the user sometimes makes dangerous moves, therefore it is plausible that he hit his head at some point. The user has been reimplanted on (B)(6) 2023.

Event description:
The user's hearing performance with the device became gradually worse in the last 3 or 4 months compared to before. The mother mentioned that the user sometimes makes dangerous moves, therefore it is plausible that he hit his head at some point. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.